Event description:
Psa blanked out during a procedure - two horizontal lines on top and bottom of screen; the rest of screen blank; md had just ablated the av node and pt was asystolic for a few seconds until rep was able to hook up another psa. Biotronik sells the era 300 to boston scientific, who labels them era 3105. This was reported to MFR with boston scientific. They did not submit an MDR for this.